Event description:
Customer reportedly obtained results of 271 mg/dl, 218 mg/dl, and 111 mg/dl on the advantage system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.